Event description:
Device was introduced into case to take the renal artery during a laparoscopic case. The device was activated but did not deploy a clip, allowing the metal shaft to crush the artery. Device continued to fail.